Manufacturer narrative:
(B)(4). Date sent: 1/5/2026. D4: batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What was the procedure? What tissue was being fired upon? How many staplers were used during the procedure? How many reloads were used during the procedure? How many reloads had malformed staples? Are you using reinforcement or buttress material? Any photos that can be shared? Please explain how many malformed staples were there? Were the malformed staples on the proximal, distal, or middle of staple line? Were the malformed staples on one staple line or more staple line? What is the procedure? How many firings and reloads selection used? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during the unk surgery, after fired, noted the staples malformed. Changed the new one to complete surgery. There was no patient consequence reported. No additional information can be provided.

Manufacturer narrative:
(B)(4). Date sent: 1/22/2026. D4: batch # 274d40. Investigation summary: the product was returned to ees for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the cdh25p device arrived with no apparent damage. The breakaway washer was present, cut and there were no staples present. When the test battery was installed the green checkmark illuminated, indicating that the device was fired and achieved complete firing stroke. The device was reloaded with staples, a new washer was placed on the device. The device was reset and tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete, and the staples meet the staple form release criteria. As part of ees quality process all devices are manufactured, inspected, and released to approved specifications. The event described could not be confirmed as the device was returned without detectable damage. Device history review a manufacturing record evaluation was performed for the finished device batch number 274d40, and no non-conformances related to the reported complaint condition were identified.